Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. A non-conformance search was performed for this product code 223137-lot #3906190 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the surgeon was performing a rotator cuff repair surgical procedure and was using a 5.5 awl to insert a 5.5 healix advance peek anchor. Upon insertion the distal thread was disrupted and was not inserting into the awl hole. The surgeon tried to insert the anchor multiple times and the distal tip then bent. The surgeon then tapped the hole and was still unable to get the anchor to insert. The surgeon then opened another anchor, but re-tapped the insertion hole. The new anchor was implanted without any issue. The surgeon used the original bone hole to complete the procedure. Case was extended by seven minutes. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.